Manufacturer narrative:
Claim#(B)(4).

Event description:
A facility representative reported during an implantable collamer lens (icl) implantation procedure the lens flipped. The backup lens was used. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Event description:
A facility representative reported during an implantable collamer lens (icl) implantation procedure the lens flipped. The backup lens was used. The lens was implanted, removed and replaced intraoperatively with back lens. The problem was resolved. Reportedly, "no complications from a removing the upside-down icl and replacing," and "icl good position and cornea clear."

Manufacturer narrative:
Correction and new data entered throughout form. D4 - primary unique device indentifier (UDI)#: (B)(4). "UDI related data quality updates only" claim# (B)(4).